Manufacturer narrative:
(B)(4). Concomitant medical products: item #139254 m2a-magnum 42-50mm tpr insrt-3 lot #221470, item # unknown unknown cup lot # unknown, item # unknown unknown stem lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Regarding provided op notes: the surgeon provides no indication in his dictation as to why the total hip failed, states no evidence of pseudocapsule and no burnishing of the femoral trunnion. The femur and acetabulum were well-fixed. No intraop complications or significant findings noted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The device was determined to be conforming when it left zimmer biomet control. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip arthroplasty. Subsequently, approximately nine years post-implantation, the patient was revised due to increasing metal ion levels. Additional information was requested however, no information was available.